Event description:
It was reported by the customer that 3ea of kits were opened and unable to use as they were no longer sterile. Verbatim: injuries or adverse event: no. Reported issue: rn (B)(6) called stating packaging of 3ea of kits were opened so no longer sterile unable to be used, she states delivery box was not damaged during transit, just packaging of kits was not sterile.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0205. Patient problem code: f26.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narration.

Event description:
It was reported by the customer that 3ea of kits were opened and unable to use as they were no longer sterile. Verbatim: injuries or adverse event: no. Reported issue: rn maria called stating packaging of 3ea of kits were opened so no longer sterile unable to be used, she states delivery box was not damaged during transit, just packaging of kits was not sterile.